Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although the failure may be sporadic. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. During the device evaluation, service found that due to damage to switch #1, the switch could not be pressed down smoothly. Switch #1 had a pinhole. The forceps channel port was scratched. The grip had discoloration. The scope cover was deformed. The control unit was scratched. The air/water cylinder and suction cylinder had discoloration. The switch box was scratched. The right/left knob and up/down knob were scratched. Due to a scratch on s-connector, water tightness is lost. The electrical connector had discoloration. The light guide lens had corrosion. Due to a scratch on the a-rubber, water tightness is lost. Due to a scratch on a-rubber, insulation resistance value at distal end was out of specification. Due to dirt on lg lens, illumination is uneven. Due to wear of angle wire, the play of up/down knob was out of specification. Due to wear of angle wire, the play of right/light knob was out of specification. The distal end cap (c-cover) was scratched. The objective lens was scratched. The connecting tube was deformed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device image was blurry. There was no patient or user injury reported due to the event. No further details were provided. The device was returned to an olympus service center for evaluation.